Manufacturer narrative:
Date sent to the FDA: 09/03/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. A few days after the surgery, the physician found a fistula around the area where the suture was implanted and the wound appeared opened. The transudate was cultured and no bacteria was detected. The suture was removed and vacuum assisted closure was utilized.

Manufacturer narrative:
(B)(4) - fistula occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gcb658, mfg date: 03/01/2013, exp date: 01/31/2018. Batch gdr604, mfg date: 04/01/2013, exp date: 01/31/2018. Batch geb586, mfg date: 05/01/2013, exp date: 01/31/2018.